Manufacturer narrative:
(B)(4). The device remains implanted in the patient and will not be returned. Reported event is confirmed by reviewing clinical report. And it was noted that patient autopsy will not be performed. There is no indication that the device has contributed to this event. If any further information is reported which would change or alter any conclusions , a supplemental will be filed accordingly. (B)(6) will continue to monitor for trends. Device remain implanted.

Event description:
Patient underwent a rotator cuff repair surgery on (B)(6) 2019, as part of a post market study. No complications were reported during the surgery, and no known device impact on the patient. It was later reported to cayenne medical on (B)(4) 2019, that the patient has died on (B)(6) 2019.